Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of menorrhagia ("haemorrhagic menstruation, menorrhagia becoming unbearable"), the second episode of menorrhagia ("menorrhagia started again") and device breakage ("during hysterectomy, implants were cut") in a female patient who had essure (batch no. 648815) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced arthralgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse") and fibromyalgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse"). In (B)(6) 2015, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pain ("generalized and chronic pain"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (resection of the endometrium) and surgery (hysterectomy). At the time of the report, the last episode of menorrhagia, device breakage, migraine and dizziness outcome was unknown, the pain had not resolved and the arthralgia and fibromyalgia had resolved. The reporter provided no causality assessment for arthralgia, device breakage, dizziness, fibromyalgia, migraine, pain, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: the menorrhagia becoming unbearable, after four years in 2014 she underwent resection of the endometrium, three months later menorrhagia started again and in (B)(6) 2015 she underwent hysterectomy, during this intervention implants were cut. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jun-2018 for the following meddra pts: menorrhagia: the analysis revealed (B)(4) cases (excluding this case). Device breakage: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2018: narrative was amended. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
He was initially received via regulatory authority (ansm, reference number: r1809522) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of menorrhagia ("haemorrhagic menstruation, menorrhagia becoming unbearable"), the second episode of menorrhagia ("menorrhagia started again") and device breakage ("during hysterectomy, implants were cut") in a female patient who had essure (batch no. 648815 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). In march 2011, the patient experienced arthralgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse") and fibromyalgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse"). In november 2015, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pain ("generalized and chronic pain"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (resection of the endometrium) and surgery (hysterectomy). At the time of the report, the last episode of menorrhagia, device breakage, migraine and dizziness outcome was unknown, the pain had not resolved and the arthralgia and fibromyalgia had resolved. The reporter provided no causality assessment for arthralgia, device breakage, dizziness, fibromyalgia, migraine, pain, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: the menorrhagia becoming unbearable, after four years in 2014 she underwent resection of the endometrium, three months later menorrhagia started again and in nov-2015 she underwent hysterectomy, during this intervention implants were cut. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: menorrhagia: the analysis revealed 1443 cases (excluding this case). Device breakage: the analysis revealed 2725 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1809522) on 05-jun-2018. The most recent information was received on 11-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of menorrhagia ("haemorrhagic menstruation, menorrhagia becoming unbearable") and the second episode of menorrhagia ("menorrhagia started again 3 months after resection of endometrium") in a female patient who had essure (batch no. 648815 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "during hysterectomy, implants were cut" in november 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced arthralgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse") and fibromyalgia ("rheumatism, muscular and joint rheumatisms, which are only getting worse"). In 2014, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("generalized and chronic pain"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy in (B)(6) 2015 and resection of the endometrium in 2014). At the time of the report, the last episode of menorrhagia, migraine and dizziness outcome was unknown and the pain, arthralgia and fibromyalgia had not resolved. The reporter provided no causality assessment for arthralgia, dizziness, fibromyalgia, migraine, pain, the first episode of menorrhagia and the second episode of menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended on (B)(6) 2018 for the following reason: after internal review, the event "during hysterectomy the implants were cut" was recoded from device breakage to wrong technique in device usage process. No new follow-up information was received from the reporter. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.